Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an unspecified penile prosthesis presented with infection. A tactra was placed to hold space for the future implant an inflatable penile prosthesis (ipp). At a later date, a surgical procedure was performed to remove the tactra and replace with an ipp. No additional patient complications reported.